Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device did not receive flow rate testing in regards to the reported issue of "low volumetric". The device will be required to pass all release testing prior to returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "low volumetric". There was no known patient injury or medical intervention associated with this event. No additional information is available.